Manufacturer narrative:
Non-bd tweezers and a broken male luer tip. The customer report that the distal end of the tubing set broke was confirmed based on inspection of the as-received broken off luer tip. Inspection of the broken off luer tip observed whitish colored stress markings on the opposite end of its exit. This is likely evidence of excess force being applied. The root cause of the observed damage was not identified

Event description:
It was reported that when the rn was disconnecting the tubing set from the patient, the distal end of tubing set broke off into the smartsite. The customer further reported that there were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The customer stated that the patient was an adult patient.

Event description:
It was reported that when the nurse was disconnecting the tubing set from the patient, the distal end of tubing set broke off into the smartsite. The customer further reported that there were no adverse effects caused to the adult patient from the event.